Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the surgeon noticed something on the lens after it was implanted. The surgeon is able to remove it. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
A used company (d) cartridge was returned in the lens carton. Inadequate viscoelastic is observed in the cartridge. The cartridge has evidence it was placed into handpiece. Damage was observed on the right side of the cartridge tip. The company (d) cartridge was cleaned for further evaluation. The results were acceptable for the presence of topcoat. A disruption in the coating is observed on the right side of the tip. Company complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified lens and viscoelastic were indicted. It is unknown if a qualified handpiece was used. The root cause for the reported complaint of ¿something weird on the iol¿ could not be determined. Based on the review of the returned used company (d) cartridge, the reported foreign material may have been internal coating material from the company (d) cartridge tip. It is unknown if a qualified handpiece was used. The use of non-qualified combinations may result in delivery issues and/or damage. An inadequate amount of viscoelastic was observed in the cartridge. The manufacturer internal reference number is: (B)(4).